Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a suspected fracture. The ra lead was replaced and during the revision procedure, a loose setscrew on the cardiac resynchronization therapy defibrillator (crt-d) was fixed. The crt-d remains in use. No patient complications have been reported as a result of this event.